Event description:
The procedure was completed successfully with no delay. No other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: gff, hsz, gfa. Complainant part is not expected to be returned for manufacturer review/investigation. Part# 310.290s, lot # 8l90219, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 15 dec 2021, expiration date: 01 dec 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part #:310.290s, lot #: 544p546, manufacturing site: (B)(4), release to warehouse date:03/12/2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that during a procedure on (B)(6) 2023, while drilling, the tip of the drill snapped. The surgeon decided that it was safer not to remove the broken tip. There was no adverse consequence to the patient. No further information is available. This report involves one 3.2mm drill bit/qc/195mm. This is report 1 of 1 for (B)(4).